Event description:
As reported by the edwards (B)(4) affiliate, through review of the medical article: ''percutaneous clousure of gerbode defect type ii post-tavr with amplatzer muscular vsd occluder'', a 29mm sapien 3 valve was implanted in a high risk patient with type I aortic stenosis and a heavily calcified bicuspid aortic valve. After the procedure, a permanent pacemaker was implanted due to post-procedural av block iii. One month after the tavr, the patient was readmitted for progressive symptoms of heart failure. An echocardiography was performed and revealed a lv-to-ra shunt (type ii gerbode defect) and features of acute right heart overload. CT displayed a defect in the membranous septum and prosthesis misalignment. Significant shunt was present at right heart catheterization and left ventriculography confirmed lv-to-ra shunt, above the tricuspid valve. Retrograde percutaneous closure of the gerbode defect was performed using a 12-mm amplatzer muscular vsd occluder. Tee confirmed adequate device positioning, small residual leak and no impingement on the aortic bioprosthesis nor tricuspid valve.

Manufacturer narrative:
Citation: deleanu, dan, et al. ''Percutaneous closure of gerbode defect type ii post-tavr with amplatzer muscular vsd occluder.'' Cardiovascular interventions 14.17 (2021): e229-e230. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04738. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. Per the instructions for use (IFU), lv to ra shunt is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided in the article, the exact cause of the injury is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.